Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16083964/16083964.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient also had inadequate stimulation despite several reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure. All device components were discarded by the medical facility.